Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved three accuracy tests and found the pump to be inconsistent in over delivering to manufacturing specification. The investigation determined that fluid ingression by the cassis base of the expulsor was the possible cause of the reported issue. The expulsor assembly was replaced.

Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, it was noted that the pump failed accuracy (-6.45%). No patient was involved in this event. No adverse effects were reported.